Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the atrial lead exhibited a sensing anomaly. The physician attempted to reposition the lead, but the helix would not extend. The lead was explanted and replaced. The patient tolerated the procedure well and was stable post procedure.